Event description:
The patient received his scs system on (B)(6) 2007. It was reported that patient is having charging issues. He indicated the recharge burden and time to recharge the ipg have increased. The last time he charged, he charged for four hours and the ipg was still not fully charged. The patient has stimulation. The patient is scheduled to meet with a sjm representative to help resolve the issue. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.